Event description:
Device was returned for repair only. Upon receipt, it was noted that a portion of the tip was broken off and missing. Hosp contact stated that no malfunction had been reported as having occurred. As the hosp is unaware of how and when the device became broken, and cannot answer as to the location of the missing pieced, co is taking the conservative approach and is filing.